Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery during a bolus attempt. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting was initiated for the no delivery alarm and insulin failed to exit when the customer attempted to prime. The customer then disconnected and reconnected the current infusion set and reservoir and attempted to prime again, but no insulin exited and there was greater than normal resistance with the plunger push. The customer was informed that the no delivery alarm was caused by the reservoir and infusion set connection. The insulin pump was not returned for analysis; instead, the infusion set and reservoir will be returned and replaced.